Event description:
Patient receiving outpatient chemotherapy infusion via gemstar pump. Receiving chemotherapy of folinic acid, fluorouracil & irinotecan (folfiri) and bevacizumab. Chemotherapy was started in outpatient setting. Medication attached using gemstar pump tubing set and extension set with .22 micron filter clamp. Extension set is codan bc 697 provided by (B)(4). While at home fluorouracil (5fu) infusion began to leak. Leakage noted on above extension set directly below filter. Patient returned to hospital and required additional infusion of 5fu. Approximate loss of chemotherapy was estimated based on remaining volume and time; 84ml of 5fu remaining in the bag.